Manufacturer narrative:
Product analysis: manufacturer's analysis confirmed the customer comment that the radiofrequency head could cause a programmer to shut down unexpectedly due to a defective cable. The head was repaired and returned to use. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that when the radiofrequency head was used with a programmer, the head would cause the programmer to shut down unexpectedly. The head was returned for service. No patient complications have been reported as a result of this event.